Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a trochanteric fixation nail (tfn) procedure, four helical blades would not insert into two different nails. Attempts to use k-wires, redrilling, and various blade sizes yielded no attachment. Surgeon decided to change to a 11x380 from a 12x380 fixation nail after three helical blades of different sizes were not accepted. Surgeon tested the fourth helical blade on the table with 11x380 nail prior to insertion. The 11x380 fixation nail did not accept fourth helical blade. A fifth blade was accepted with one of the nails that did not fit with a previous blade. Reportedly, the four previously used blades were all dinged in the same location after attempted placement, in spite of being various sizes. The surgery was delayed approximately 2.5 hours as a result of this event. This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. The nail was received with the oblique hole damaged from surgery. No damage was visible on components. A full dimensional inspection showed only the above noted issues. These issues caused by surgery were minor and would not cause a failure of the nail. Verified material tialb with niton 07, passed.

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates that the construct properly adjusted per the technique guide (j2900-1), the misaligned condition could not be replicated. The design is determined to be adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis.